Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history records review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during insertion of the introducer, there was a minimal amount of blood leakage noted. There was also resistance with the introducer when trying to remove the guidewire. As a result, the clinician replaced the introducer using a new insertion site and the issue was solved. There was no allegation of patient injury. The customer was unable to recall the patient demographics.

Manufacturer narrative:
Our product evaluation laboratory received one tuohy-borst typed introducer. A leak test was performed both with and without a catheter inserted, and leakage was observed without the catheter. The internal components of the introducer valve were examined and the duckbill valve was found to be torn. No other damage were observed to any of the other returned components. The customer report of leakage was confirmed; however, the report of resistance was not able to be evaluated on the damaged the duckbill valve. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.